Manufacturer narrative:
G2: country france. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient, followed for vesico-sphincter disorders (overactive bladder) in the context of paralysis brain disease for which the patient was implanted with a sacral root neuromodulator in (B)(6) 2015. This device had led to an improvement in urinary circulation. The device had not been activated for several years. The last activation was in (B)(6) 2022, at low intensity but it is suspended by the patient in the face of the onset of pain. The device is therefore explanted on (B)(6) 2024.